Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. Visual examination identified that the stent had been detached from the delivery system and not returned. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. Bumper tip showed no signs of distal tip damage. The stent was not returned for analysis. Bumper tip showed no signs of distal tip damage. The stent outer diameter at the time of manufacturing was 0.0412 inches, this is within maximum crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 29sep2023. It was reported that failure to cross the lesion and stent damage were occurred. The 80% stenosed, 2.5 mm x 28 mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 24 x 2.50 mm promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during the procedure, it was noticed that the stent struts were kinked. The damaged stent was removed from the patient and the procedure was completed with another of the same device. No patient complications reported and the patient status was stable. However, returned device analysis revealed a stent detached/separated.